Event description:
Unknown procedure (gynaecology) - "mr. (B)(6) inserted the trocar as normal. When mr. (B)(6) came to remove the obturator from the sleeve after insertion, it was noticed that some force had to be applied to remove the obturator. Upon removing the obturator, a small piece of platic covering the spring had snapped off. This piece of plastic had to be retrieved and removed from within the patient's abdomen."

Manufacturer narrative:
The incident device is anticipated to be returned. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.